Event description:
L3-5 instrumentation was done for congenital scoliosis. During surgery, the cage used for l3-l4 got into the body of the vertebra. When the doctor tried to remove the cage, part of the cage was broken. The cage still remains in the pt's body. We will let you know the lot number of the device as soon as possible.

Manufacturer narrative:
Broken fragment of the cage has not yet been returned for eval. If it is returned it is likely that a useful analysis will be able to be performed. Based on the description of the event, it appears that the cage may have been inserted too far posterior and when being pulled back a portion of the cage broke off. The remaining portion of the cage was left in place. The most likely cause of the event is excessive force placed on the cage trying to pull the cage back. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants.